Event description:
It was reported that during unpacking for a percutaneous coronary intervention, stent damage occurred. A 4.00mm x 38mm promus element plus stent was selected. When the device was taken out of the package, it was noticed that the tip of the stent was damaged. When the protective sheath of the stent was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during unpacking for a percutaneous coronary intervention, stent damage occurred. A 4.00mm x 38mm promus element plus stent was selected. When the device was taken out of the package, it was noticed that the tip of the stent was damaged. When the protective sheath of the stent was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the stent was damaged. Three struts on the fourth most proximal row were lifted and bent distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The lumen and corewire were kinked at the port/ distal outer. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).